Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient was implanted several years ago and had been receiving regular pump refills every two months for several years. The refill cycle came and the c ompany representative interrogated the pump and the reservoir volume showed 15.5 ml. The company representative expected a lower reservoir volume. The next pump refill was to occur before (B)(6) 2023. The company representative was questioning what could cause this or how to troubleshoot. It was further reported that the healthcare provider thought the reservoir volume was measured incorrectly because the pump was always refilled at the same interval. The patient didn't get their pump refilled this cycle based on enough volume in the reservoir. Checking the pump printout from the previous visit was being considered. Technical services further reviewed that the reservoir volume would be calculated based on the concentration and dose and that possibly there might be an error somewhere. Additional information was received via e1 on 2023-apr22. The model number, serial number, and implant date of the pump was unknown. Regarding the reservoir volume having been higher than expected and if there was a device issue, patient/therapy issue, procedure issue, programming issue, etc., this was indicated as having been unknown. The physician had used a programmer tablet at the time of the last refill. The clinician programmer software used at the time of the last pump refill was unknown. The pump was programmed correctly at the time of the last refill. The cause of the issue / programmer having displayed a reservoir volume of 15.5 ml which was higher then expected and the healthcare provider thought the reservoir volume was measured incorrectly was unknown. Regarding actions taken to resolve the event and if the issue was resolved, it was noted that no intervention had occurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported the name of the facility associated with the event was (B)(6) hospital. It was reported that the patient's initials, gender, age and weight were asked but unknown. It was reported the volume that was expected at the time the interrogation showed a reservoir volume of 15.5 ml was about 3 ml. It was reported the patient got refilled every month.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.